Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device was alarming "no disposable pump won't run." Patient detached and reattached the cassette and turned pump off and then back on. Had patient wipe the cassette, but she still received same error. Patient switched to another pump and had same error. She then made new cassette and was able to begin infusing. Patient could not provide lot number. There was no patient, or clinician injury associated with this occurrence.